Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is presumed the most probable cause of the image noise issue is traced to component failure- damaged charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.